Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. This report is for a use error - reuse of single-use product, where the home patient (hp) went through the homechoice (hc) setup using the supplies from the previous therapy. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had ended the therapy and then went back through the homechoice (hc) setup using the same supplies from the previous therapy. The hp was at the stopped priming stage of the set up when he requested assistance to do a manual drain. The hp was going to finish the therapy using manual supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.